Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the angio-seal evolution device was being deployed, the foot plate did not deploy, and the entire device came out. Manual compression was applied for hemostasis without any complication. The procedure was completed without incident. The patient was reported to be in stable condition. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the device return date in to update and to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 3211 is based upon the investigation of the returned sample. One 6fr angio-seal evolution device was returned for evaluation. Only the angio-seal evolution body was returned, no other accessories components were returned. Visual inspection revealed that the hemostasis sheath was not returned with the device. The deployment sleeve was in the rear lock position with the color bands fully exposed. The button of the evolution device was felt and found to be stiff indicating that the gearbox assembly was likely in the distal position in the handles. A portion of the compaction marker was exposed from the carrier tube. The partly dry collagen could be seen untamped at the distal end of the tamping tube. The anchor was present adjacent to the untamped collagen. There was a kink in the carrier tube just distal from the hub of the carrier tube assembly. No other visual anomalies were noted with the returned device. No proper functional testing could be possible due to the mutilated state of the returned device. Dimensional testing was conducted. The overall length and width of the anchor were measured and found to be 0.404" and 0.076" which was within the manufacturer specifications. All measurements were found to be within the specifications defined at the time of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The hemostasis sheath was likely removed after the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.